Event description:
It has been reported that the device is prematurely draining batteries.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2018-00211. Device investigation is pending the return of the device.